Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A faulty pcb, corroded drain fitting, cracked tank cover, worn plate clip, and broken front cover were found in the visual test. During functional testing the tank was filled with water, attached temp check, plugged in line cord, and turned on the power switch. When triggered the led's flashed but there was no sound from the speaker verifying the complaint. A faulty pcb is the cause. The faulty pcb was replaced. After replacing the pcb and several other parts the device passed all functional testing.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not working. Issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.